Event description:
Medtronic received information that a ped3 pipeline vantage had fish mouthing. Patient scheduled for intracranial endovascular therapy, occlusion of aneurysm of the bifurcation of the right middle cerebral artery. A pipeline vantage 2.50x14 flow diverter was used, it begins to be deployed from the m2 segment of the right middle cerebral artery to the ipsilateral m1 segment without finally releasing it because adequate distal apposition is not observed, it seems to be in a "fish mouth." It was resheathed and an attempt was made to deploy it twice, so it was decided to remove it and use another pipeline vantage 2.75x20 flow diverter from the m2 segment to the m1 segment of the right middle cerebral artery without any complications. It failed to open in the proximal section. It was not positioned in a bend. Less than 50% had been deployed when it failed to open. No additional steps were taken. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the right middle cerebral artery (mca). The max diameter was 5mm and the neck diameter was 4mm. The distal landing zone was 2.4mm and the proximal landing zone was 2.5mm. Vessel tortuosity was minimal. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.  Ancillary devices: 8fr sheath, nueron max-penumbra guide catheter, phenom 21 microcatheter, avigo guidewire, navien 027 catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage shield embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline vantage shield outer carton and inner pouch. The pipeline vantage shield pusher was returned within introducer sheath. Damage location details: no bend found was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The braid ends of the pipeline vantage shield were found fully opened and slightly frayed. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure/incomplete open proximal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The braid ends of the pipeline vantage shield were found fully opened and damaged. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.